Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient was implanted with the lead yesterday and it did not help them at all last night. The patient stated that they woke up 4 times and that they were light headed now and weak as they found it was difficult to sleep as they were getting up every few hours to go to the bathroom. The patient stated that the therapy was turned off. Patient services (pss) reviewed that they should not slide the therapy slider. The patient increased stimulation to 2.0. The patient will monitor her symptoms now that a change was made and will follow up with her healthcare professional if the issue is not resolved. On (B)(6) 2020, the patient called back reporting the same issues. The patient stated she has frequent urination, especially in the mornings and some urgencies. The patient does not think the trial has worked since implant on monday. The patient stated that she is still getting up in the middle of the night and not sleeping well because of it. The patient inquired about the device description/function and stated that when she increased stim too high, the stim becomes painful until she decreases it back down, but she does this because she cannot feel stim. The patient mentioned that she felt stim at different times and does not know how often she should be checking her settings or making changes. The patient mentioned when she can feel stim, it is under her right buttock. The patient also mentioned that she has tried to not shower or bend over, but is worried she pulled the lead out of place; pss reviewed information and redirected the patient to the healthcare professional. The patient mentioned her next appointment is on (B)(6), but may call sooner than that. No further patient complications are anticipated or expected as a result of this event.